Manufacturer narrative:
Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's husband reported that the lifevest was loose and the garment was causing a red, chafing, bloody irritation underneath the ECG electrode located under the patient's right breast and near the should strap. The patient was reported to be using neosporin and a drying ointment on the area. During a follow up the patient reported that she had spoken to her doctor and was provided a cream. The rash was reported to be improving.